Manufacturer narrative:
Retainer ring=black on 11/30/2021 customer called in with the following concern: pump error alarm 15. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Device also received with critical pump error (open book image) after battery installation. Unable to perform displacement test or self test due to critical pump error alarm (open book image). The adapt tool recorded pump error 15 on 11/03/2021 and 11/30/2021. Per r&d investigation pump error 15 occur due to a software error, invalid pointer/corrupted data. (B)(4). Device was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Device received with cracked keypad at select button and scratched case. In conclusion pump error 15 was recorded due to a software error. In addition, after battery installation critical pump error alarm noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had second time critical block and inverse critical block did not add to zero pump error. The customer stated they were able to clear the alarm and did not received request to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.